Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 140-200mg/dl fasting. Verified the strips expire 07/22/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 415mg/dl and 411mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 140-200 mg/dl fasting. Verified the strips expire 07/22/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 415 mg/dl and 411 mg/dl fasting. Reviewed meter memory: 110 mg/dl, (B)(6) 2015, 08:17 am, fasting: yes; 522 mg/dl, (B)(6) 2015, 03:44 pm, fasting: yes; 140 mg/dl, (B)(6) 2015, 07:24 pm, fasting: yes; 122 mg/dl, (B)(6) 2015, 11:15 am, fasting: yes; 312 mg/dl, (B)(6) 2015, 03:45 pm, fasting: yes. No adverse event reported.